Event description:
It was reported that the patient experienced a burning sensation at the device pocket site for 1 month. Impedance check showed >3,600 on electrodes 1,2,3,4, and 14. Reprogramming was done without utilizing those electrodes and the patient reported no further burning sensation and adequate coverage. Additional information received reported that the burning sensation continued whether the implantable neurostimulator (ins) was on or off. The burning sensation was not constant, but would "come and go." The patient was scheduled for a quadruple bypass on (B)(6) 2012. A repositioning of the ins was planned and the patient was to follow up with their ins implanting physician after receiving clearance by the patient's cardiologist "in a few months."

Manufacturer narrative:
Product ID: 3777-60, lot# v230492002, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, lot# v549595016, implanted:(B)(6) 2010, product type: lead. Product ID: 37752. Serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that while recovering from the quadruple bypass surgeries, the burning pain intensified to extend the full length of the patient's right leg from the hip to the heel. It was reported that the burning pain was diagnosed as being due to a pinched sciatic nerve caused by spurs and degenerated discs, and not the neurostimulator implant. The patient had a surgery scheduled for (B)(6) to correct the pinched nerve problem. It was reported that the patient was elated that the problem did not appear to be related to the implant as the spinal cord stimulator helped to relieve his back pain.